Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call a low battery alert on (B)(6) 2015. On (B)(6) 2015, the insulin pump alarmed for a motor error during basal delivery. The customer needed to change the battery again that day and received a failed battery test alarm on 9/24/15. The customer does not use a sensor or receive weak battery alerts, batteries not previously used, no excessive button pressing performed, back light not used frequently, and there were no unattended alarms. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to clean the battery cap contacts and insert a new battery. The alarm did not recur. The blood glucose reading was 244 mg/dl at the time of the battery alarm and 132 mg/dl at the time of the motor error. The drive support cap appeared normal and the manual prime and displacement test were successful with no recurrence of the alarm. The customer was advised to monitor the issue.